Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1160 serial #: (B)(4) description: spectra wavewriter ipg kit.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having high impedances. It was also reported that the patient was having a lead fracture close to the head of ipg that was confirmed through fluoroscopy. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies. Sc-2317-70 (sn: (B)(4)) device evaluation indicated that the lead was cleanly cut, and the distal end was not returned. X-ray inspection found no cable fractures. Since the damage was similar to the typical explant damage and there were no broken cables the complaint of the impedance anomaly could not be verified. Sc-2317-70 (sn: (B)(4)) device evaluation indicated that the lead was cleanly cut, and the distal end was not returned. The lead body was nicked, and two cables were exposed. X-ray inspection found no cable fractures. Since the damage was similar to the typical explant damage and there were no broken cables the complaint of the impedance anomaly could not be verified. Sc-4316 (ln: 20520379) device evaluation indicated that one of the eyelets of the clik anchor was torn apart with missing silicone material.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having high impedances. It was also reported that the patient was having a lead fracture close to the head of ipg that was confirmed through fluoroscopy. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing loss of stimulation and was having high impedances. It was also reported that the patient was having a lead fracture close to the head of ipg that was confirmed through fluoroscopy. The patient will undergo a lead revision procedure.